Event description:
The reported event occurred in the facility's adult ICU unit and involved a bomba de infusión plum 360¿ compatible con ICU medical mednet¿. The customer stated that, upon receiving the shift, the infusion pump was administering norepinephrine at a dose of 2 micrograms/kg/min¿i.e., a quantity 100 times higher than the initially prescribed dose of 0.02 micrograms/kg/min. This issue was observed during routine treatment verification. Upon identifying the dosage discrepancy, the infusion was immediately discontinued. The patient's vital signs were monitored, showing elevated blood pressure, although not reaching hypertensive emergency levels. Subsequent clinical evaluation revealed no clinical or paraclinical signs of target organ damage due to the incorrect administration of the vasopressor. After the medication was stopped, the patient remained hemodynamically stable. It was also reported that the infusion pump involved was removed from service and sent to the biomedical department. Another rate of 65cc/h was mentioned at the report.

Manufacturer narrative:
Visual inspection: label inspection - pass. Ac power cord inspection, ac cord retainer inspection: pass. Front case and rear case: pass. Cassette door: pass. Door lever: pass. Door roller inspection and test: pass. Fluid shield inspection: pass. Distal pressure sensor inspection: pass. Proximal pressure sensor inspection: pass. Rubber foots inspection: pass. Pole clamp inspection and test: pass. Keypad inspection: pass. Display and indicators inspection: pass. Keypad lockout switch inspection: pass. The visual inspection was performed and the device was found to be in normal condition. Device date and local date: device date and time: june 12, 2025, 08:00. Local date and time: june 12, 2025, 08:00. The device was found with the correct date and time. The device was found with the correct date and time. Event history interpretation: the event history was downloaded from the device and found that on the day reported by the customer, (B)(6) 2025, at 12:57 am, the user programmed the following infusion: concentration: 600 mg. Diluent: 250 ml. Dose: 0.3 mg/kg/hr. Infusion rate: 10.4 ml/hr. Dose rate: 0.352 mg/kg/hr. Volume to be infused: 15 ml. Duration: 1 hour 25 minutes. The customer reports a norepinephrine infusion programmed at 2 mcg/kg/min and a rate of 65 ml. The infusion reported by the customer was not found on the reported day. Subsequent days were reviewed, but no programming associated with the customer report were found. An infusion with 0.3 mg/kg/hr was found. No infusions were found with the mcg/kg/min unit. Analysis, summary, and conclusions of the event history: according to the customer report, 2 mcg/kg/min was programmed instead of 0.02 mcg/kg/min, and a rate of 65 cc/hr is also mentioned. This data was not found on (B)(6) 2025. The customer only reports a dose value and its corresponding unit. The volume to be infused, concentration, diluent, duration, and correct rate for creating a customer protocol are not reported. The device passed all complaint investigation testing, including the accuracy test. The probable cause: there is insufficient information to determine a programming error; however, the infusion found on (B)(6) 2025, is noted for the customer information. Additional contacts: (B)(6), nursing supervisor from (B)(6). (B)(6), intensive care specialist nurse from (B)(6).

Manufacturer narrative:
Event complaint was confirmed on the returned device. Analysis was performed, the event history was reviewed, and the following findings were found: "a total of 189 ml of norepinephrine was delivered between (B)(6) 2025 at 6:34 and (B)(6) 2025 at 8:37, for a total of 14 hours and 3 minutes. The infusion was modified several times, resulting in none of the scheduled infusions being completed. According to the customer's experience, on (B)(6) 2025 at 7:20 he reported a norepinephrine infusion at 2 mcg/kg/min, not at the correct value of 0.02 mcg/kg/min, exceeding 60 ml/hr. This customer information coincides with what was found in the events between 5:54 and 7:37 where an infusion rate of 67.5 ml/hr and a dose rate of 2 mcg/kg/min were observed. This confirms that the customer was correct regarding the incorrectly programmed norepinephrine infusion. It is clarified that no infusions were found with a dose rate of 0.02 mcg/kg/min. All those found were higher than this value, up to 3 mcg/kg/min with a rate of 101 ml/hr." Probable cause: the discrepancy reported by the customer was confirmed; it was a user error when programming the infusion. Additional information b3 section.